Event description:
It was reported that the device detected 88 episodes of ventricular tachycardia due to t-wave oversensing. Episode #88 had two charge timeouts (greater than 30 seconds), and finally delivered the third attempt with a charge time of 16 seconds. The device was replaced. No patient complications have been reported as a result of this event.